Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The device received with cracked and detached end cap. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime, compromised force sensor system, excessive no delivery, displacement test or verify compromised force sensor system, unexpected restart error alarms or rewind anomaly due to cracked and detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. The customer reported that the pump had not worked, but the pump had been in a rewind prime loop leading to a compromised force sensor system alarm and unexpected error. The customer stated that they are unable to exit the "preparing to prime" loop. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional. The insulin pump will be returned for analysis.